Event description:
Complainant is a dentist. Husband, who is an athlete & in healthy condition, received 9 dental crowns from dr over a 6 month period between 7/93 & 9/93. He immediately started experiencing symptoms such as paralysis, dizzyness, nausea, & fatigue, & 5 months after the first crown was received "he could not function". He was diagnosed as having brain damage as well. During a visit to dr on 1/13/94 he had a seizure & was treated at the hosp. All the crowns were removed 3/95. Lab analysis of the crown material showed the crowns to contain 33 elements including arsenic & mercury. Complainant talked to several crown mfrs in the area & was told that this MFR is known as "the scrap metal man". Dentist apparently sends all his orders to this MFR, & the MFR only supplies the dentist's practice. Complainant has names, phone numbers, & addresses of other pts of dr who have experienced similar symptoms.